Event description:
At 1 year and 1 month from the primary, the patient came in reporting pain due to not being able to have full arm rotation. Range of motion was limited and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 september 2023: lot 1903164: 20 items manufactured and released on 30-jul-2019. Expiration date: 2024-07-21. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch review performed on 14 september 2023: anatomical shoulder system 04.01.0004 std humeral diaphysis - cementless - 9 (k170452) lot 2012131: 26 items manufactured and released on 01-feb-2021. Expiration date: 2026-01-19. No anomalies found related to the problem. To date, 25 items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0026 humeral anatomical metaphysis - cementless - 135° - 9 (k170910) lot 1811227: 49 items manufactured and released on 21-feb-2019. Expiration date: 2024-02-11. No anomalies found related to the problem. To date, 43 items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0130 hc pegged glenoid ø44 (k170910) lot 2103247: 26 items manufactured and released on 30-apr-2021. Expiration date: 2026-04-15. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0089 double eccenter (k170910) lot 2003985: 117 items manufactured and released on 19-jan-2021. Expiration date: 2025-12-28. No anomalies found related to the problem. To date, 105 items of the same lot have been sold with no similar reported event during the period of review.